Event description:
It was reported that the pt began experiencing pain and discomfort approx one yr ago. She states that she has pain in her right hip after walking more than three blocks. She saw her doctor in (B)(6) 2011 and x-rays were taken. The pt stated that her doctor said there was a possibility that the implant might be loose or that her pain was caused by arthritis. She says, the doctor told her to monitor her hip pain and return to him if the pain persisted. No add'l treatment was prescribed. She says that she is already taking prescription pain medication for other conditions. She states that her pain medication lessens but does not eliminate the pain in her hip. The pt has not yet scheduled an appointment with her surgeon but says she will do so in the near future.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # nlv-300800y lot # 24945202 description: rejuvenate modular neck, cat # uh1-48-26 lot # mhrrem description: uhr bipolar 26x48mm, cat # 6260-9-126 lot # 32933402 description: 26mm std lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.